Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found in specification with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. No related malfunction could be identified.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during biomed testing. It was also reported there was no patient involvement.